Event description:
Patient was brushing her teeth pre-op with sage toothbrush for eras and the bristles of the toothbrush were coming out in clumps in patients mouth. Patient was pulling bristles out from between teeth.